Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an open roux en y procedure, the resident and surgeon attempted to fire the device and the washer did not break during firing. The force to fire was high and the user could not complete the firing to break the washer. The cut line was complete with no issues noted. The staple line was delivered and it was noted the staple line was not normal. There was no report of malformed staples or incomplete staple line because the staple line was hard to visualize. There was no bleeding or leak detected. The surgeon oversewed the staple line to complete the procedure. No additional information available. There was no patient consequence.

Manufacturer narrative:
(B)(4). Incomplete firing cycle, uncut washer ¿ blemished. The analysis results found that the device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.